Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been receiving inadequate therapy due to high impedance. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.